Event description:
During a heart by-pass surgery, a patient experiencing a hypotension episode was pressure infused with processed blood cells by using a level-1 warmer/pressure infuser system. Air that had been trapped in the reinfusion bag was accidentally infused into the patient resulting in an air embolism. The surgeon removed excess air from the right heart using a needle and syringe, and the anesthesia personnel aspirated the ports of the indwelling artery catheter. There were no cardia arrythmias coincident with the venous air embolus. Arterial pressures recovered and pulmonary pressures returned to normal. The patient stabilized and was taken to ICU for recovery. Our investigation shows that level -1 has no air detection circuitry nor makes any reference or recommendation regarding use of such a devicre. With the nature of this device, we feel that the risk of use could be drastically redusced by using an air/foam detection devicedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, other, inherent risk of procedure, fail-safe systems. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided, other. Invalid data - on device destroyed/disposed of status.